Event description:
The customer reported a leak at the coulter lh 750 hematology analyzer. The customer indicated that approximately 20 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed that the source of the leak was a disconnected tubing at the y fitting fy24-b beneath the wbc (white blood cell) bath. The fse indicated that the tubing was worn and would not stay affixed at the fitting. The fse replaced the affected tubing to resolve the leak and no further leaks were observed. Failure mode of the leak is attributed to a disconnected tubing at y fitting fy24-b. (B)(4).